Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 400017 joules. The procedure was not aborted or converted to another modality for tissue removal. Two days post procedure voiding trial was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom). There was no medical attention administered for the odynuria symptom, and the patient was discharged 5 days post the index procedure. The patient symptom of odynuria was reported to have resolved without sequelae 14 days from onset symptom. The investigator assessment of the patient symptom was assessed as probably related to the procedure and possibly related to the device.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 400017 joules. The procedure was not aborted or converted to another modality for tissue removal. Two days post procedure voiding trial was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom) which prolong hospital stayed. There was no medical attention administered for the odynuria symptom, and the patient was discharged 5 days post the index procedure. The patient symptom of odynuria was reported to have resolved without sequelae 14 days from onset symptom. The investigator assessment of the patient symptom was assessed as probably related to the procedure and possibly related to the device.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The subject device is not available; therefore, physical as well as technical analysis could not be performed. Based on review of all the information available, there was no allegation against the device. The patient symptom of dysuria is a known risk associated with the procedure. A probable cause of known inherent risk of device was assigned to this event. Age at time of event: 63 years.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 400017 joules. The procedure was not aborted or converted to another modality for tissue removal. Two days post procedure voiding trial was successful; however, the patient was reported to be experiencing odynuria (irritative voiding symptom) which prolong hospital stayed. There was no medical attention administered for the odynuria symptom, and the patient was discharged 5 days post the index procedure. The patient symptom of odynuria was reported to have resolved without sequelae 14 days from onset symptom. The investigator assessment of the patient symptom was assessed as probably related to the procedure and possibly related to the device.

Manufacturer narrative:
Event description: updated to reflect prolong hospital stayed.